Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, the customer stated that a piece of the transformer housing fell off when she was unplugging the device, exposing the inner electronics. The customer also stated that she had shipped the original product back. As of the date of this report the original product has not been received. Should the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. Though the product has not been evaluated, this issue with a damaged transformer housing for the pump in style device was addressed in (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. (B)(4). The shipping packaging strength has also been increased to further protect the transformers during shipping.

Event description:
The customer reported that the housing for their pump in style transformer was broken, exposing inner electronics.